Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with glucose tablets and juice. The customer's current blood glucose was 197 mg/dl. The customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.